Event description:
"Difficult to release the clasp: the stent-graft was deployed in the descending aorta. The apex holder knob was attempted to be slid toward the guidewire luer to release the apex holder. However, the apex holder knob could not be moved at all. After pulling the apex holder knob with considerable force for 5 to 10 minutes, the apex holder knob was finally moved, and the apex holder could be released to place the stent-graft. Subsequently, the procedure was completed successfully. Operation type: tevar blood loss: none no image available due to hospital policy pre-case plan available upon request additional information will be obtained upon request delivery system was discarded by user ancillary devices used: relay pro: 28-n4-28-164-28u radifocus guidewire lumderquist, cook medical dryseal flex introducer sheath, gore medical (tc#bm260112070)" patient outcome: "no harm to the patient's health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.